Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging repeated loss of prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple cs 162 loss of prime warnings associated with low, non-zero forces. The pump was exercised for 24 hours, and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.